Event description:
The male luer lock of the pressure head is cracked..

Event description:
It was reported that patient underwent total hip arthroplasty in 2009. Subsequently, patient developed an infection at the incision site which cultured staph aureus. A revision was performed two weeks later, to remove and replace the liner and to debride the hip.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt kit. There were one major crack, about .36" in length and multiple small cracks around entire luer body. The major crack appeared starting from threaded area and extending along entire luer body.